Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the burr attachment was broken during surgery. It was also reported that all of the mechanical parts were disassembled during the surgery. There was no report of patient harm or of a surgical delay. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.